Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 100-175mg/dl fasting. Verified the strips expire 10/28/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:214, 224mg/dl. Customer called complaining the trueresult meter has been reading very high recently, as he received results of 214mg/dl and 224mg/dl. Customer normal range is usually between 100-175mg/dl. Customer was only able to provide 4/5 of the last 5 results from daily log book and was not able to provide times of tests but states runs it first thing in the morning when he wakes up.